Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor were inside the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for fail to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hs iii proximal seal was deployed prematurely. The hospital reported that the seal was not fully in the delivery device, as it was not loaded properly and the delivery device was not extracted from the loading device properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.